Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery because it did not achieved stability in patient¿s mouth. 30 ncm of primary stability was achieved, the dental implant was inserted in intraoral region 30#, the patient presented bone type iii and immediate implant procedure was performed.